Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the point of a knife was blunt during a cataract surgery with intraocular lens (iol) implant. As a result of the event the corneal window lost impermeability and wound leakage occurred. This led to intraocular pressure fluctuation during the phacoemulsification. The surgery time was extended. Additional information was requested but no received to date.

Manufacturer narrative:
Evaluation summary. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released in accordance with all product acceptance criteria. No additional investigation is required based on device history review. The root cause for the defects experienced by the customer cannot be determined. (B)(4).

Event description:
Additional information was received from the surgeon. The patient's symptoms were resolved without treatment.